Manufacturer narrative:
Evaluation was completed by field service. The stellaris pc serial number (B)(4) was tested and all functioning test were within specification. It is unknown if the reported device issue was related to the postoperative complication. The device history was reviewed and found to meet manufacturing specification.

Event description:
The patient had surgery on (B)(6), 2015 and was diagnosed with post-op endophthalmitis.